Manufacturer narrative:
Records, images - was requested and the device is expected to be returned. When our investigation is complete, a supplemental report will be submitted.

Manufacturer narrative:
Device analysis: the amplatzer septal occluder was received at aga medical in its original configuration. The device was decontaminated, measured, and confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Image review: aga requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Conclusion: the results of this investigation are inconclusive because medical records and images were not provided. The cause of the embolization remains unknown.

Event description:
According to the initial information received, a 32mm amplatzer septal occluder (aso) was successfully implanted; however, four hours later, it embolized. The patient was referred for surgery.